Event description:
It was reported that patient had an infected hip. Hip was removed and patient was sent for antibiotic treatment.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.